Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The alarm could not be cleared; the buttons were completely unresponsive. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected alarm clear anomalies noted. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip.